Event description:
Dr (B)(6), implant surgeon of the reported hosp, reported to our sales rep, (B)(4), that he was performing a surgery procedure. During this, he observed that an edge at the top of the shaft broke off during surgery.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the returned screwdriver shaft was confirmed to be broken at the very tip that connects with the screw. According to the sales rep, the broken piece was retrieved. Mfg record review: no discrepancies noted. Complaint history analysis: no previous records. Conclusion: it is not possible to determine the exact failure mode. The screwdriver was already on the field for 2 or three yrs and was checked prior to the surgery for conformity. While no conclusion can be drawn, one possible explanation of the breakage is the application of extreme load by using the inner shaft of the screwdriver instead of polyadjustment driver to adjust the position of the polyaxial screw tulip. Our complaint database will be monitored for trends.